Event description:
Using the dream station autocpap, it gives me headaches, nasal infections, and upper respiratory issues. I did not put it together that these side effects were from the machine until they issued a recall notice that I received today. I have registered the device with philips, they say it is an affected unit, and the serial number of the unit is (B)(4). It does not appear that the replacement plan which they have in place has a date or anything in the way of a timeline, other than that they are working on it. I will be discontinuing use of it. Thank you. FDA safety report ID# (B)(4).